Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed a motor error during the rewind process. There were some motor error alarms in the alarm history. The customer's blood glucose level was normal and did not require any medical treatment. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received motor error alarm during rewind due to motor encoder out of phase. Unable to perform displacement test due to constant motor error alarm. Device was received with cracked battery tube threads and cracked reservoir tube lip.